Manufacturer narrative:
The suspected lots reported are dr19l17025 and dr19j22060. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of y-type blood/soln set was separated from the tubing. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3 ,h4 and h6. H10: two suspected lots were reported (dr19l17025 and dr19j22060). One actual sample was received of lot dr19l17025 only. Visual inspection was performed to this sample using the naked eye and all components were correctly placed and according to specification. No visual defect was observed in this unit. Functional tests were performed on the received sampe which included pressure and clear passage tests and no leaks or blockages were observed. Additionally a pull test was performed according to product specification and no separation was noted. The device passed testing. The reported condition was not verified on the received sample of lot dr19l17025. A batch review was conducted for both suspected lot numbers (dr19l17025 and dr19j22060-manufactured 10/23/2019) and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.